Event description:
Customer reported that low blood glucose of 42 mg/dl. Customer stated that she was having issues with the battery. Customer had changed the battery 15 times during the weekend. Customer stated that within hours of changing the battery the insulin pump goes completely bank. She receives a few low battery alarms but typically it shuts off. Customer is calling back after receiving a new battery cap. It was stated that the insulin pump does not have physical damage. The contacts on the battery cap are not missing or damaged and the battery compartment is not damaged or corroded. Customer was advised to insert a new battery; the display did return. Customer was instructed to remove the battery for 10 minutes, clean the battery cap and reinsert the battery; the display returned. Self test passed. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.